Event description:
A malfunction alarm was reported, with malfunction code 12 displayed. There was no adverse impact to the customer's blood glucose level. The customer's pump could not initially be reset, but they intended to call back to complete the pump reset.